Event description:
It was reported that the patient presented with episodes of non-sustained oversensing. Myopotential oversensing was suspected. Programming change was made and the issue was resolved. The patient will be monitored.

Manufacturer narrative:
(B)(4).